Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down unexpectedly. A replacement pump was sent to the customer to resolve the issue. The customer¿s blood glucose was 160 mg/dl.